Event description:
Baxter received a report that progressa frame had bed moving on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the intellidrive cable needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventative maintenance. Disconnect the patient pendant and examine the condition of the connector. Then connect or replace the pendant. Press each of the controls to make sure that they engage the correct function and they do not work intermittently. Each movement must be continuous. Troubleshoot in the event of a doubt. A search of the baxter maintenance record did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the intellidrive cable to resolve the reported event. Based on this information, no further action is required.